Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was seen today by the clinic for her surgical implant follow-up appointment. She stated that she fell on monday and the scab covering her incision fell off. There was a noticeable hole in the scar and the battery could be seen. Patient was receiving good therapy prior to this discovery. Usual inspection of the scar was performed by nurse practitioner. The surgeon was called and made the decision to remove the battery.